Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's scs system was explanted for an unknown reason. An x-ray confirmed that the ipg was no longer implanted.